Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility manager called and requested a replacement cycler and reported that an unknown patient coded while attached to the device. The patient information, including past medical history, concomitant medications, current health status and further details surrounding this event were not provided. It is unknown if the patient was resuscitated or expired. No additional information is available at the time of this investigation. Due diligence attempts were exhausted and additional information could not be obtained.

Event description:
Clinical investigation: a clinical investigation was performed to identify a causal relationship between the peritoneal dialysis (pd) treatment and the adverse event. Based on the provided information a temporal relationship exists between the liberty select cycler and an unknown patient coding while attached to the machine. The details surrounding the event as well as patient information, relevant medical history, concomitant medications and continuous cycling peritoneal dialysis (ccpd) treatment details are unknown despite multiple attempts to gather additional information to conduct a thorough investigation. Further information has been solicited but unavailable. Should additional information become available this clinical investigation will be reevaluated and updated accordingly.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed that the front panel bezel gasket was drooping approximately .5 inches over the center of the front panel overlay. This does not obstruct the view or the functionality of the touch screen. Upon initiating a simulated treatment on the cycler, the machine alarmed with an ¿invalid sensor readings¿ alarmed. The alarm was cleared and the treatment was completed without further complications. There were no discrepancies encountered in the internal inspection of the device. The cycler weighted fill volume values and load cell verification were within tolerance. The cycler underwent system air leak and valve actuation testing and was found to meet product specifications. The cycler also underwent and passed the temperature test, the heater test and the heater calibration diagnostics checks. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.